Manufacturer narrative:
Received one (1) used list# d1000, tego¿ connector, appx 0.05 ml; lot# 14056398. No visual damages or anomalies were observed. The reported complaint of a leak could not be confirmed. The returned sample was tested and met product specifications. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event involved a tego¿ connector where the customer reported a leak. The customer stated that during rinsing of blood lines, after a dialysis treatment (during disconnection) when the customer removed the syringe to the arterial lines, the tego connector was not tight and it leaked. The customer had to clamp the line quickly, but there was no impact on the patient. There was no defect observed on the packaging, there were no visible signs of malfunction, damage, strain or wear with the tego prior to the incident. The device was installed on 25/02/2025. The patient did not have any blood born disease. Disinfectant used on the valve was chlorexidin 0.5% list of products used in the circuit: epo, heparin, fer. Catheter: canaud. There was patient involvement but harm was not reported as a consequence of this event.